Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that the battery was moved. It had tilted and slipped out of the pocket. Relevant medical history included spinal pain. No follow-up was required.